Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and not update is required. Customer complaint cannot be confirmed based on the information provided. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Root cause cannot be determined. Corrective actions cannot be established. If the alleged defect sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges that during a patient use, the device had "issues with the et connector remaining attached to the et tubing." It was reported there was no patient injury or consequence.